Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to hospital due to an alert. Upon interrogation, the right ventricular lead exhibited a loss of sensing, high lead impedance and a loss of capture. During the lead revision, it was revealed that the connector was not tightened properly. After reconnecting the lead, the lead resumed normal function. The patient was in good condition post procedure.